Manufacturer narrative:
This report was determined to be supplemental information and investigation findings will be submitted under manufacturer reference number: 2916596-2024-02227. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the investigation revealed that a system controller exchange was performed on (B)(6) 2024 per log files review.